Manufacturer narrative:
Analysis of the stimulator serial # (B)(4) found no anomaly. Analysis of the lead serial #(B)(4) found lead, body and outer insulation twisted. Analysis of the patient programmer and antenna serial #(B)(4) found there were able to communicate with the returned ins. No anomaly found.

Event description:
It was reported that the patient had an unknown infection at the device pocket. A culture was taken from the device pocket. Upon opening the pocket, the lead was coiled tightly and looked to be frayed near where it plugs into the header. The system was explanted and at the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0clu7, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.